Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-00415. Prior to a device replacement procedure due to normal elective replacement indicator (eri), pocket erosion and signs of infection were observed. During the procedure, the suture sleeve of the right ventricular (rv) lead had migrated to the surface. The device was explanted to resolve the event and the patient was stable following the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.